Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loosening of screw head at the area l2 ¿ l4 postoperatively. Revisionsurgery with implant removal and respondylodese l2/l4 (viper cement augmented). Surgeon: prof. (B)(6). Patient (B)(6).

Manufacturer narrative:
(B)(4). Visual examination of the mis ti cfx fen poly 8x50 revealed that the screw head was disassembled from the shank, with broken saddle intact in the screw head and the shank was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the screw falling apart postoperatively cannot be determined from the sample and the information provided. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.